Manufacturer narrative:
The manufacturer previously reported information alleging the dreamstation 2 advanced auto CPAP device was due for servicing. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation. During the evaluation it was noted that the pca (printed circuit board assembly) is burned. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component) and e-400 (err_message_crc_failed /or action suggested to load latest software, run through post-test station, then replace pca and test). In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. Additionally, during the service of the device, the pollen filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. The device was not sent to the pil for further investigation due to the customer requested the device be returned unrepaired. The device was packaged and shipped back to the customer unrepaired per the customer request.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was due for servicing. The device was not in use on a patient at the time of the occurrence. The dreamstation 2 advanced auto CPAP was returned to the third party service center for evaluation. During the evaluation it was noted that the pca (printed circuit board assembly) is burned. The following error codes were found in the device log history: e-15 (err_cycle_handler_overrun/cpu failed component) and e-400 (err_message_crc_failed /or action suggested to load latest software, run through post-test station, then replace pca and test). In conclusion, the pca needs to be replaced. The root cause is not confirmed at this time. Additionally, during the service of the device, the pollen filter requires replacement for preventative maintenance unrelated to the reportable malfunction/issue. The third-party service center stated the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. If additional evaluation information becomes available a follow up report will be sent.